Event description:
Hamilton g5 with "panel disconnect failure". Vent frozen, pt immediately removed and bagged manually. Vent replaced, pt with no adverse event due to vent failure. FDA safety report ID# (B)(4) vent alarmed with 9908 and 9912 error codes, could not interact, ventilation stopped, patient was bagged and no harm. Incident occured (B)(6) 2021 at around 3am pst.

Event description:
Hamilton g5 with "panel disconnect failure". Vent frozen, pt immediately removed and bagged manually. Vent replaced, pt with no adverse event due to vent failure. FDA safety report ID# (B)(4). Vent alarmed with 9908 and 9912 error codes, could not interact, ventilation stopped, patient was bagged and no harm. Incident occured 08nov2021 at around 3am pst.